Event description:
The rptr indicated that the pt's ventricular lead (rx58tbv) impedance dropped from maximum past value of more than 800 ohms to a current value of 454 ohms. No other problems were noted with this lead. The atrial lead was reported to exhibit undersensing.